Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was hospitalized for the peritonitis and discharged from the hospital (exact dates unspecified). The cause of the peritonitis was the patient's abdominal intestines were wrapped around the patient?s catheter. On an unreported date (same year) the pt had abdominal surgery to repair the intestines being wrapped around the pd catheter. While in the hospital, the pt was treated for the peritonitis with IV (intravenous) antibiotics (reporter did not recall the names, doses, or frequencies of medication given). On an reported date, the hp recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The peritonitis was due to the abdominal intestines wrapped around the non-baxter pd catheter, which required surgical repair. The patient was treated with unknown antibiotics intravenously (IV). The patient was discharged from the hospital and recovered from the event. This is a duplicate report of 1416980-2013-03404.

Manufacturer narrative:
(B)(4). The patient experienced the peritonitis on an unreported date in 2012. A review of all batch record documents was performed for potentially associated lot numbers h12c08110, h11l02025, h12c27078, h12d27068 h12f07040, and h12f06075 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.